Manufacturer narrative:
No product has been returned for evaluation, nor were x-rays provided to confirm the reported event. No allegation of product malfunction has been reported. Labeling review: potential adverse events and complications. "...potential risks identified with the use of this system, which may require additional surgery, include: early or late infection..." Product remains in-situ.

Event description:
On (B)(6) 2012 patient underwent an extreme lateral interbody fusion procedure. During a six week follow up appointment wound infection was identified. Patient was provided oral antibiotics. Event was reported as resolved on (B)(6) 2012. No allegation of product malfunction reported.